Event description:
It was reported in a remote transmission that the patient's implantable cardioverter defibrillator exhibited post sensed t wave oversensing. Programming changes were made on (B)(6) 2021. There were no patient consequences.